Manufacturer narrative:
Other, other text: b5: additional information received on 15-nov-2022 via email and attached to complaint object: both the service due and last error code messages were discovered on power-up before the pump was used on a patient so there is no patient/laboratory/treatment/intervention information to report. H6: event problem and evaluation codes: updated. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. A visual inspection noted the tamper seal was intact and the physical condition is good. Error code 1310 was observed in the device event history log. The reported issue was duplicated. The device was found to be displaying 1310 error code and service due alarm messages after power up when batteries were inserted. The clock battery has reached the number of days at which the clock battery service due is required. Action taken, clear error code 1310 replaced the clock battery. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date, and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.

Event description:
It was reported that the pump exhibited a service due and error code 1310 messages on power up. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.